Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication stayed rejected on the patient's profile, even after the client tried a manual override. A technical support specialist advised the customer to contact the pharmacist. After speaking with the pharmacist, the request was updated to resolve the issue, and the customer explained that they requested the wrong script which caused the issue. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the medication was rejected on the patient's profile. The customer also tried a manual override, but it still stated rejected. However, there were no adverse events or injuries reported based on this event.